Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle delta wire tipless stone extractor. It was reported that the basket would not close before use during a ureteroscopy procedure. When they opened the packaging, they noticed that the device would not close. There was no connection between the handle and the basket. The device did not make patient contact. The procedure was successfully completed with another device of the same type. The patient reportedly experienced no harm as a result of the issue. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Reviews of the manufacturing instruction and quality control procedures were conducted, and no gaps were discovered. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, a cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: ordering manager. PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, when they opened the packaging of an ncircle delta wire tipless stone extractor, they discovered that the device would not close. There was no connection between the handle and the basket. The device did not make patient contact. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.